Event description:
The customer contacted braun thermoscan via the 1-800 number. She reported being unable to obtain a temperature reading because her display was not functioning properly. During a subsequent conversation with the customer, the following was learned: on 05/06/98, the customer noticed her daughter seemed to be in pain and was hunched over when she walked. The customer tried to obtain a temperature reading using her ear thermometer, but was unable to do so because her display was not functioning properly. Alternatively, she used a rectal thermometer, and obtained a reading of 102 f. When she phoned the doctor to report her daughter's condition, she was advised to take the child to the hosp. At the facility, the staff palpated the child's stomach, and determined it was necessary to perform an appendectomy. The child was released from the hosp on 05/09/1998. The customer reports the child is fine. Upon learning of the incident, a no charge replacement was immediately shipped to the customer.